Event description:
It was reported patient underwent a revision procedure fifteen years post implantation due to articular surface wear. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: polished finned tib tray 67mm catalog # 141252 lot # unk. Vanguard cr por fmrl-lt 57.5 catalog # 183062 lot # unk. G2: australia. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d5; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the provided picture found the proximal mating surface to show wear and delamination. As the device was not returned, further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.